Event description:
It was reported that during implant the physician could not get good sensing or capture on the atrial lead. Multiple locations were tried. The lead was not used. A second atrial lead also had sensing and capture difficulties until an alternative location was found in the atrium and appropriate sensing and capture was achieved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.